Manufacturer narrative:
The event product was returned to applied medical for evaluation. Upon inspection, engineering noted the detachment of the seal cap. The root cause of the event is likely due to the design of the hex hole press fit, which may cause built up stress over time, leading to the detachment of the seal cap. Applied medical has changed the design of seal to minimize the potential for this type of event to occur. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016. This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance with 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
"Before use (inserting in patient) upper-shield of the obturator came off, impossible to insert and use this trocar." Patient status - unknown.